Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported the patient had a stage 2 procedure on the day of report to place the primary cell in the right side to avoid the left side pocket where the mrsa was. There were no issues with the single cell that was in the right side and replaced. The resident and the surgeon pulled on the boot and they could visualize the contact was ¿stripped a little¿. They pulled the boot too hard. The impedances were run at 0.7, 1.5, and 3.0v and the results were: c-0=1602, c-1=1087, c-2=1087, c-3=1087, 0-1=1816, 0-2=1816, 0-3=1816, 1-2=35, 1-3=34, 2-3=32. There was a short and they were going to program around the combination. The impedances on the other side were normal and the patient would be programmed using programs 8 and 9.